Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of tubing defective / damaged could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd alaris smartsite pump infusion set had air bubbles the following information was received by the initial reporter with the following . It was reported by customer that pt called regarding IV beeping. Upon troubleshooting problem, it was discovered that there was a bubble in the tubing.